Event description:
There was no patient involved in this event. Pad unit powers on without manual intervention.

Manufacturer narrative:
The history log showed the pad-pak was first installed by the user on the 6th june 2015 and that it had performed to specification up to 1st november 2015. Between the 3rd december 2015 and the final history log entry on the 16th november 2015 the device recorded multiple manual power ups some of ten minutes duration. The returned pad-pak was then installed. The device was power cycled passing a self-test. The device powered off with a "warning, memory full" prompt and a green flashing status led. The device was then tested on calibrated equipment. The device delivered a test shock without fault and an acceptable measurement was recorded. Investigation found unseen contamination caused the device to switch on automatically. Although it was not measured during the investigation, unseen contamination between track 13 and track 14 on the membrane tail is concluded to have caused the device to switch itself on automatically and also caused damage to the microprocessor due to an 18v short circuit. No contamination was found within the j11 connector, however this will be replaced as a precaution.